Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this facility. This report addresses the patient kb's right eye and other manufacturer reports will be filed.